Manufacturer narrative:
The investigation determined that discrepant information was observed between a vitros 5600 integrated system and the customer's lis. Tacrolimus results were predicted on the vitros 5600 integrated system as intended, however the results were incorrectly displayed as cyclosporine assay results when uploaded to the customer's lis. The investigation determined that neither the vitros 5600 integrated system nor the lis malfunctioned. The customer did not configure the tacrolimus assay on the vitros 5600 integrated system with the correct lis assay code. Once the vitros 5600 integrated system was configured with the correct lis assay code, the discrepancy was resolved. The root cause of this event is user error. The vitros 5600 integrated system was operating as expected at the time of this event.

Event description:
The customer reported that discrepant information was observed between a vitros 5600 integrated system and the customer's laboratory information system (lis). Tacrolimus results were predicted on the vitros 5600 integrated system as intended, however the results were incorrectly displayed as cyclosporine assay results when uploaded to the customer's lis. The discrepant results were not reported out of the laboratory as patient samples were not being tested at the time of the event. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).